Manufacturer narrative:
No button error alarm during testing. Insulin pump had unresponsive esc, act and up buttons due to corroded keypad traces. No vibration during testing noted. Insulin pump had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose reading was 180 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.